Event description:
There was an allegation of questionable calcium gen.2 results for 1 patient sample on a cobas 8000 cobas c 701 module. The initial calcium result was 6.1 mg/dl. The sample was repeated, and the result was 8.2 mg/dl. The repeat result was deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number is 85878301 and the expiration date is 31-may-2026. The field service engineer (fse) found that the syringe seals were worn and replaced them, checked the rinse mechanisms, and performed precision testing and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.